Manufacturer narrative:
(B)(4). Date sent: 03/25/2020. Additional information: attempted to contact the surgeon, office team and facility risk management team, and unfortunately I have not received any further communication or updates on this complaint.

Manufacturer narrative:
Product complaint (B)(4). Date sent: 12/31/2019. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that six days post op to a colectomy the patient presented not feeling well. Exploratory surgery revealed an anastomatic leak. It is unknown how the leak was repaired or how the patient is currently doing.

Manufacturer narrative:
(B)(4). Date sent: ((B)(6)2020. Additional information requested and received: what were the indications for surgery? Diverticulitis did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Experienced rnfa. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Yes, successful leak test. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was any tissue ischemia identified? How was the leak addressed in the reoperation? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? As of february 6, patient still presenting with a leak